Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used in a ureteroscopy procedure for stone disease on an unknown date. According to the complainant, after removal, calcification/encrustation was observed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.